Manufacturer narrative:
The device was returned in loose from packaging. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause could not be determined. No information was provided describing the reported "fault". No device damage was observed. There are no other complaints in the lot. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. (B)(4).

Event description:
A facility representative reported that an intraocular lens was faulty. It repulsed back. There was no reported patient impact. Additional information was requested.